Event description:
It was reported that the device had over infusion due to programming error by the nurse. Per reporter, the patient had symptoms of opioid toxicity including decreased oxygen saturations, respiratory distress, confusion, hallucinations, drowsiness, and weakness. Reporter stated the symptoms resolved quickly after the pump was adjusted to original orders. Reporter clarified the nurse changed the concentration programming on june 9th from 1mg/ml to 2mg/ml, resulting in the increased dosage of hydromorphone and symptoms related to opioid toxicity.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and showed error code 41622 indicating a motor timeout, which was not duplicated at the time of evaluation. Functional testing was performed and no fault was found with the device. The device tested normally at the time of evaluation. Preventative maintenance was performed.